Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-nov-2021. The most recent information was received on 07-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('hemorrhagic periods') in a 36-year-old female patient who had essure (batch no. 700528) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), fatigue ("fatigue requiring me to rest where I am in order to sleep"), urticaria ("urticaria attacks"), eye pain ("eye pain"), dry eye ("dry eyes"), vision blurred ("difficulty to focus"), amnesia ("loss of memory"), muscle spasms ("electrical discharges muscles different areas"), feeling cold ("extremities suffering from the cold more and more") and paraesthesia ("facial paresthesia"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, fatigue, urticaria, eye pain, dry eye, vision blurred, amnesia, muscle spasms, feeling cold and paraesthesia had not resolved. The reporter provided no causality assessment for amnesia, dry eye, eye pain, fatigue, feeling cold, heavy menstrual bleeding, muscle spasms, paraesthesia, urticaria and vision blurred with essure. The reporter commented: current state: cerebral magnetic resonance imaging (MRI). Salivary gland samples. Orthoptist. Explanations given. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-dec-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('hemorrhagic periods') in a (B)(6)-old female patient who had essure (batch no. 700528) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), fatigue ("fatigue requiring me to rest where I am in order to sleep"), urticaria ("urticaria attacks"), eye pain ("eye pain"), dry eye ("dry eyes"), vision blurred ("difficulty to focus"), amnesia ("loss of memory"), muscle spasms ("electrical discharges muscles different areas"), feeling cold ("extremities suffering from the cold more and more") and paraesthesia ("facial paresthesia"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, fatigue, urticaria, eye pain, dry eye, vision blurred, amnesia, muscle spasms, feeling cold and paraesthesia had not resolved. The reporter provided no causality assessment for amnesia, dry eye, eye pain, fatigue, feeling cold, heavy menstrual bleeding, muscle spasms, paraesthesia, urticaria and vision blurred with essure. The reporter commented: current state: cerebral magnetic resonance imaging (MRI). Salivary gland samples. Orthoptist. Explanations given diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.